Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 26. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and abscess. No further patient complications were reported.